Manufacturer narrative:
(B)(4).the device was not returned for analysis. The reported device expiration issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: do not use after the use by date. The investigation determined the reported difficulties appear to be related to user error as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with greater tha 75% calcified stenosis. The 3.5x33 mm xience alpine stent was implanted and it was later noted that the device was 2 days expired. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.